Event description:
On (B)(6) 2013, the patient underwent endovascular repair for an infrarenal abdominal aortic aneurysm with gore excluder aaa endoprostheses, featuring the c3 delivery system. Post implant of the trunk ipsilateral leg component a gore excluder aortic extender was placed to increase the proximal seal zone, landing very close to the ostium of the left renal artery. During ballooning of the endoprosthesis detritus was thought to have been dislodged into the left renal artery, causing an occlusion of the artery. The patient's left renal artery was reported to have tight stenosis approximately 5mm from the ostium. The physician attempted to place a renal stent but was unsuccessful. The patient tolerated the procedure with a creatinine of 190.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.